Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported high capture threshold was observed. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. The patient condition was good after the event.